Event description:
It was reported that the patient presented in operating room for lead replacement due to suspected fracture on the atrial lead. During the procedure, the pacemaker displayed an error screen and sensing failure and non-effective pulse was observed. Vascular occlusion was confirmed during the procedure so the atrial lead was capped and the device was replaced and implanted on the other side. Patient was stable.

Manufacturer narrative:
Final analysis found the field complaint of a battery data anomaly was confirmed. The field complaint of a sensing failure could not be confirmed. It was concluded that the error in displaying the device¿s battery data and longevity estimates was due to the device being programmed to 0 v pulse amplitude.

Event description:
New information received stated that the error message was received as a result of the pacemaker unable to be programmed to backup mode due to the sensing failure and because the battery data could not be updated.